Manufacturer narrative:
Date of event: unknown. There were no samples or photos available for the product 362761 to confirm this complaint. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that the 16x125mm 8.0 ml bd vacutainer® glass cpt molecular diagnostics tube broke while in the centrifuge. Although there was report of glass breakage, there was no report of injury or medical intervention.

Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6167997. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.